Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pfna blade could not be locked. The process made removal and exchange of blade nearly impossible. Everything went fine, until implantation of the blade. Massive force needed to get the blade out (approx. 20min). Visual damages can be found on all parts listed above. After removal, second set has been opened and surgery could be finished without further complications or issues. No harm of the patient, result looked good. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for buttress/compr-nut f/pfna blade. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.